Event description:
It was reported that (1) lcsc5 and (2) lcsk5 were used during an unk procedure. It was reported by the rep that three devices were marked defective by a member of the or nursing staff. Opened another device to complete the case. No other info was received. There was no consequence to pt.